Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02645. It was reported that vessel perforation, rotawire fracture and patient death occurred. The target lesion was located in the mid left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for used along with a non bsc circulatory support system was in place. During the procedure, it was noted that the burr perforated the target vessel and a portion of the wire was fractured. An angiogram was performed and perforation was confirmed and the fractured portion of the rotawire was noted in the distal lad. The physician immediately removed the burr and the rotawire and a bsc balloon was inserted to prevent blood flow to the pericardium. Echocardiogram was done and the physician decided to perform a pericardiocentesis. After several inflations, the perforation was successfully sealed. The physician opted to leave the fractured portion of the rotawire in the distal lad. Blood flow to the distal lad was restored. The patient was then transferred to the ICU; however the patient died.